Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable felt loose in the usb port of the pump, and needed to hold the cable in a specific position in order for the pump to successfully charge. The customer's blood glucose (bg) level was 283 mg/dl. Reportedly, the issue was resolved after the customer used a replacement usb cable.